Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service and repair evaluation: the customer reported the doublejoint cpl f/large-distract was broken. The repair technician reported the device was missing cotter pin and chain and also missing spring nut. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: cotter pin, chain and connecting & spring nut. The item was repaired per the inspection sheet, passed synthes final inspection on aug-19, 2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed.   The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a procedure. During the procedure, following equipment¿s was broken. It was unknown if the procedure completed successfully. The patient impact was unknown. (1)radiolucent insertion (3) holdsleeve w/wingscr l105 I- 6 f/large- (2)doublejoint cpl f/large- distract (2)holdsleeve w/wingscr l55 I- 6 f/large-d (3)red forceps points one bent tip/174 (1)red forceps serrated jaw-ratchet 144 (1)reduction forceps points ratchet 200. This complaint involves thirteen (13) devices. This report is for (1) endpiece with double joint. This report is 9 of 12 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.